Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6)2024, it was reported that the patient experienced a skin reaction with an infection which occurred on an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient had discomfort at the insertion site area and decided to remove the sensor. Upon sensor removal, the patient noticed he developed redness, inflammation, and pustules under the sensor patch. The patient went to an urgent care clinic and was diagnosed with an infection and was prescribed an oral antibiotic medication. The patient was in good condition at the time of report. No additional event or patient information is available.